Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was exhibited chronic undersensing of atrial signals. Moreover, programming changes were made prior to addition of new ra lead but unsuccessful. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.